Manufacturer narrative:
Concomitant products: product ID 97791, lot# n376247, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the fall was not determined. No system issues were seen or suspected due to the fall. Impedances checked out, physician mode recharge (pmr) was performed, and once the system was successfully cleared of the por, the coverage was as the patient needed.

Event description:
It was reported that the patient programmer (pp) and implantable neurostimulator recharger (insr) were not communicating with the im plantable neurostimulator (ins). The issue began 2 weeks ago and the patient saw the poor communication/reposition antenna screen on both the insr and pp. The patient last charged 2 weeks ago and usually charged every week and a half. The patient currently did not feel stimulation. An ins overdischarge was suspected. The patient fell about 3 weeks ago and he was thinking that could have had something to do with it not connecting. It was noted that with the weather he got sort of depressed and it started with his injuries. It was later reported that the patient received assistance from his doctor or manufacturing representative (rep) and his concerns were resolved. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.